Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failure error. Customer reported they were able to clear the alarm. Fill cannula was recorded in daily history. The insulin pump did not pass self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.